Event description:
It was reported that pump displayed malfunction alarm identified as malf 12 with code 0x2071, with no notable events occurring before the issue. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions on how to reset pump, successfully reset device with no recurrence of malfunction, was advised to continue using pump, and was instructed to call back if issue returned, which customer acknowledged and understood.